Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a replaced pump and the air bubbles are still an issue in their reservoir. The patient's blood glucose level was 214 mg/dl. The trouble shooting was done. The customer's was advised to disconnect at quick release and delivered a 5 unit fixed prime until air bubbles are longer visible. The patient's was advised to changed fixed prime amount back to appropriate prime cannula amount for their infusion set. No further information was reported.